Event description:
It was reported that this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode, with a suspected supraventricular tachycardia (svt). In addition, this device exhibited t-wave oversensing and low amplitude. Boston scientific technical services reviewed the available data and confirmed that the oversensing is due to the sensing profiles detecting the ventricular events a bit earlier within each cycle and suggested that the healthcare professional increase the device sensing feature smart charge persistence and provided troubleshooting options. No adverse patient effects were reported. This s-ICD remains in-service. Additional information was provided, it was reported that the patient with this s-ICD received two inappropriate shocks while walking to school. The patient noticed feeling dizziness and nearly fainted prior to the shocks. The physician considers the register rhythm as supraventricular tachycardia (svt) and not ventricular tachycardia (vt) or ventricular fibrillation (vf). The patient performed a successful patient-initiated interrogation. The physician reprogrammed and extended the smart-charge feature function to the maximum value and heightening the conditional zone to 230 beats per minute. Boston scientific technical services reviewed the available data and wanted to know and understand the physicians intention of the programming of this device in this case since the physician considered the shock as inappropriate. Boston scientific technical services provided programming options to consider depending on the physicians judgments to adapt their clinical decision to the s-ICD parameters and wanted to know if the physician plans to give the patient medication to avoid svt/non-treatable rhythms above a certain heart rate. The physician was informed of the result of the data analysis and the physician does not plan to prescribe medication to slow the patient heart rhythm. The physician considered extending the smart charge feature currently programmed. The plan is to have the patient perform an exercise test, go over the device programming and make any adjustment as needed. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service. Additional information was provided, it was reported that the patient presented to the hospital for an in-clinic visit. The patient performed exercise test, and rhythm change was reproducible. The change in morphology showed a slightly narrower signal in the secondary vector, the prior inappropriate shock was in the alternate vector. The physician decided to continue to use the alternate vector, as the difference was not significant. The following day the patient received an inappropriate shock, the patient fainted and the physician is willing to make programming detection slightly more aggressive to prevent the patient from fainting. The physician prefers to balance the device programming more towards shock delivery. However, was advise not to change smart charge feature as that could lead to further inappropriate shock. Additionally, the patient experienced vf and the device appropriately delivered treatment. The patient was transferred to the hospital and was admitted for further troubleshooting. Data analysis was performed and boston scientific technical services indicated that the treated episode showed time to therapy to be very extended. Boston scientific technical services provided education, suggested programming changes and troubleshooting options. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode, with a suspected supraventricular tachycardia (svt). In addition, this device exhibited t-wave oversensing and low amplitude. Boston scientific technical services reviewed the available data and confirmed that the oversensing is due to the sensing profiles detecting the ventricular events a bit earlier within each cycle and suggested that the healthcare professional increase the device sensing feature smart charge persistence and provided troubleshooting options. No adverse patient effects were reported. This s-ICD remains in-service. Additional information was provided, it was reported that the patient with this s-ICD received two inappropriate shocks while walking to school. The patient noticed feeling dizziness and nearly fainted prior to the shocks. The physician considers the register rhythm as supraventricular tachycardia (svt) and not ventricular tachycardia (vt) or ventricular fibrillation (vf). The patient performed a successful patient-initiated interrogation. The physician reprogrammed and extended the smart-charge feature function to the maximum value and heightening the conditional zone to 230 beats per minute. Boston scientific technical services reviewed the available data and wanted to know and understand the physician's intention of the programming of this device in this case since the physician considered the shock as inappropriate. Boston scientific technical services provided programming options to consider depending on the physicians judgments to adapt their clinical decision to the s-ICD parameters and wanted to know if the physician plans to give the patient medication to avoid svt (non-treatable) rhythms above a certain heart rate. The physician was informed of the result of the data analysis and the physician does not plan to prescribe medication to slow the patient heart rhythm. The physician considered extending the smart charge feature currently programmed. The plan is to have the patient perform an exercise test, go over the device programming and make any adjustment as needed. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service. Additional information was provided, it was reported that the patient presented to the hospital for an in-clinic visit. The patient performed exercise test, and rhythm change was reproducible. The change in morphology showed a slightly narrower signal in the secondary vector, the prior inappropriate shock was in the alternate vector. The physician decided to continue to use the alternate vector, as the difference was not significant. The following day the patient received an inappropriate shock, the patient fainted and the physician is willing to make programming detection slightly more aggressive to prevent the patient from fainting. The physician prefers to balance the device programming more towards shock delivery. However, was advise not to change smart charge feature as that could lead to further inappropriate shock. Additionally, the patient experienced vf and the device appropriately delivered treatment. The patient was transferred to the hospital and was admitted for further troubleshooting. Data analysis was performed and boston scientific technical services indicated that the treated episode showed time to therapy to be very extended. Boston scientific technical services provided education, suggested programming changes and troubleshooting options. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode, with a suspected supraventricular tachycardia (svt). In addition, this device exhibited t-wave oversensing and low amplitude. Boston scientific technical services reviewed the available data and confirmed that the oversensing is due to the sensing profiles detecting the ventricular events a bit earlier within each cycle and suggested that the healthcare professional increase the device sensing feature smart charge persistence and provided troubleshooting options. No adverse patient effects were reported. This s-ICD remains in-service. Additional information was provided, it was reported that the patient with this s-ICD received two inappropriate shocks while walking to school. The patient noticed feeling dizziness and nearly fainted prior to the shocks. The physician considers the register rhythm as supraventricular tachycardia (svt) and not ventricular tachycardia (vt) or ventricular fibrillation (vf). The patient performed a successful patient-initiated interrogation. The physician reprogrammed and extended the smart-charge feature function to the maximum value and heightening the conditional zone to 230 beats per minute. Boston scientific technical services reviewed the available data and wanted to know and understand the physicians intention of the programming of this device in this case since the physician considered the shock as inappropriate. Boston scientific technical services provided programming options to consider depending on the physicians judgments to adapt their clinical decision to the s-ICD parameters and wanted to know if the physician plans to give the patient medication to avoid svt/non-treatable rhythms above a certain heart rate. The physician was informed of the result of the data analysis and the physician does not plan to prescribe medication to slow the patient heart rhythm. The physician considered extending the smart charge feature currently programmed. The plan is to have the patient perform an exercise test, go over the device programming and make any adjustment as needed. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.

Event description:
It was reported that this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode, with a suspected supraventricular tachycardia (svt). In addition, this device exhibited t-wave oversensing and low amplitude. Boston scientific technical services reviewed the available data and confirmed that the oversensing is due to the sensing profiles detecting the ventricular events a bit earlier within each cycle and suggested that the healthcare professional increase the device sensing feature smart charge persistence and provided troubleshooting options. No adverse patient effects were reported. This s-ICD remains in-service. Additional information was provided, it was reported that the patient with this s-ICD received two inappropriate shocks while walking to school. The patient noticed feeling dizziness and nearly fainted prior to the shocks. The physician considers the register rhythm as supraventricular tachycardia (svt) and not ventricular tachycardia (vt) or ventricular fibrillation (vf). The patient performed a successful patient-initiated interrogation. The physician reprogrammed and extended the smart-charge feature function to the maximum value and heightening the conditional zone to 230 beats per minute. Boston scientific technical services reviewed the available data and wanted to know and understand the physicians intention of the programming of this device in this case since the physician considered the shock as inappropriate. Boston scientific technical services provided programming options to consider depending on the physicians judgments to adapt their clinical decision to the s-ICD parameters and wanted to know if the physician plans to give the patient medication to avoid svt/non-treatable rhythms above a certain heart rate. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.